Event description:
It was reported that the device system was explanted on (B)(6) 2013 due to infection. The patient developed an infection in the device pocket. It was unknown if a culture was taken or if antibiotic treatment was required. Specific symptoms were not provided. Patient outcome was reported as no injury. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).